Manufacturer narrative:
UDI :not applicable. Age/date of birth: unknown, gender/sex: unknown, date of event: unknown. Catalog#: unknown, lot #: unknown, expiration date: unknown. The healon is not an implantable device. The healon is not implanted, thus not explanted. (B)(4). Treated with antibiotics and steroids and recovered. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor has had three (3) cases of tass, toxic anterior segment syndrome over the last three (3) weeks and reports this is very unusual. Doctor questioned if there was some connection with the delivery stop of the healon gv. Date of event unknown. Patient was treated with antibiotics and steroids and eyes are ok now. No further information was provided. The report indicates 3 cases of tass, this report is 3 of 3.